Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the compressor on their avea ventilator works for a while then stops and alarms "loss of air". The customer reported that the issue occurred while connected to a patient, but the ventilator was replaced and there was no harm or injury to the patient.